Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection procedure, the device cut, but did not staple. Sutures were used to complete the anastomosis. There was no patient consequence.